Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Post procedure the patient was admitted to hospital with a pulmonary and thoracic infection. On the discharge diagnosis it was indicated that the patient had suffered from an old myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.